Event description:
It was reported that balloon rupture and coronary occlusion occurred. The target lesion was located in a very calcified unspecified artery. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use to dilate the lesion. Upon the 12th inflation the balloon ruptured at 18 atmospheres. The balloon was trapped in the lesion and "rupture of the proximal part left in the intracoronary". Unable to extract, the material remained in the patient, subsequent coronary occlusion occurred. There was "impossibility" to recross the lesion.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).